Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right atrial (ra) lead. High capture thresholds and atrial tachy response (atr) episodes with noise were also observed. The field representative stated this is a known issue and the patient will continue to be monitored. Additional information was received that a revision procedure was performed and this lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances of greater than 2000 ohms and high thresholds. Further review also showed that there was oversensed noise which resulted in inappropriate atrial tachy response (atr) episodes. At this time, the physician has elected to continue to monitoring the lead, as it's been a known issue. The lead remains in service and there have been no adverse patient effects reported.